Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿the catheter becomes slippery when wetted with water, eliminating the need for a separate lubricant. For your added convenience, this catheter is packaged with its own sterile water. Simply release the water from its foil packet and then tip the un-opened catheter package end-to-end. The catheter acts like a magnet to attract the water and activate its slippery coating. Follow these steps for best results. Release the water prior to opening the sealed catheter pouch: apply pressure to the foil packet to release the water. Ensure all water is released from the foil packet. Wet the catheter. Hold package with printed side up. Tip package end-to-end three to six times to wet catheter. This movement is required so that the water transfers back and forth over the catheter to fully wet the hydrophilic coating. Use the catheter. Peel back package to expose funnel end of catheter. If desired, use the self-adhesive tape on the package to temporarily attach the pouch to any dry vertical surface. Remove catheter and use according to physician¿s instructions." The device was not returned.

Event description:
It was reported that the catheter lacked lubricity.